Manufacturer narrative:
H3. Analysis of the lead (s/n: (B)(6) found the lead packaging was damaged. Damaged done to the packaging caused the stylet to be bent, which lead to the lead not being able to be removed from its tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300533, serial# (B)(6). Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300533, serial/lot #: (B)(6), ubd: 30-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was believed to be a manufacturing issue as the lead was stuck in its casing. They replaced the item and the issue was resolved. There was no patient involvement.